Event description:
It was reported that the patient with this left ventricular (lv) lead experienced muscle stimulation. The lead was later explanted and replaced. No adverse patient effects were reported.